Event description:
Patient had a mr exam. He was scanned with the sense body coil. The coil was positioned over the knee area. The coil cables were crossing the pt and the only barrier between cables and his skin was a blanket. The pt complained of heat during the exam which resulted in moving the blanket. There were no signs of burns directly after the exam, but a week later the pt called the hosp and stated he got a blister on his kneecap. There is no info available on the actual size of the burn.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.